Manufacturer narrative:
The lens was returned in a small vial. Visual inspection found no visible damage to lens and debris and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -21.50/+4.5/100 diopter, in the patient's left eye (os) on (B)(6) 2015. The patient experienced retinal detachment, and lost of bcva. The patient was treated with "external cerclage" and retinal repair was performed on (B)(6) 2015. The customer stated he though the retinal detachment is independent of the lens. On (B)(6) 2015 the lens was explanted. At present, the patient refuses to implant another lens. As of the day of MDR submission, the lens has been returned, but not yet evaluated.